Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: there was no damage observed to the keypad, the pump intermittently responded to button presses, and there was adhesive/contamination found under the button contacts.

Event description:
The pt's mother claimed that the ok button started sticking 2 weeks ago and that it required multiple presses for the pump to respond. The reporter denies structural damage to the pump but indicated that the paint has worn off the buttons. The pump reportedly still delivers insulin as expected.